Event description:
See manufacturer # 3004209178-2009-05524. It was reported that right after the pt was implanted, she developed an imbalance and unsteady gait. Prior to stage 1 implant, she had no issue and did not use a walker. Further info is being requested from the hcp.